Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix, and both the internal and the external insulation was abraded through to the conductor coil. This lead was confirmed to be fractured at approximately 220 - 235 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. The identified fracture is the most likely root cause of the reported noise oversensing and pacing mode switch.

Event description:
It was reported that this right atrial (ra) lead exhibited non-physiologic noise that was oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Technical services reviewed the available device data and found there were over 600 atr episodes stored between (B)(6) 2019. It was noted there were 10 atr episodes on (B)(6) 2019 and the electrograms showed noise consistent with external interference. It was questioned whether the patient had a surgical procedure that day. It was recommended to bring the patient into the clinic to perform troubleshooting on the ra lead. The lead remains implanted and in service. No adverse patient effects were reported. Additional information was received. The patient was seen in the clinic for troubleshooting in february, where it was reported no noise could be created with patient movements and device manipulation. It was noted no successful atrial threshold test was performed in the clinic, and that pacing was programmed to unipolar. Now in may, the local field representative discussed the current data from the remote monitoring system with technical services. It was noted that there were some atr episodes showing noise, but the noise was not being oversensed and was not the same as the noise from (B)(6)2019; the current noise appeared to be myopotential in nature. It was noted the ra lead was now programmed to unipolar pacing and bipolar sensing. Technical services discussed x-rays to evaluate the lead, and additional testing in unipolar and bipolar configurations, as well as measuring the amplitude of the noise to see if reprogramming the sensitivity could resolve it. The patient had a device check in may and the noise was confirmed on the ra lead. The next day the patient underwent a revision procedure where this ra lead was explanted and replaced without complication. At the pre-discharge check the new ra lead exhibited normal and stable measurements and the patient was released to home. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited non-physiologic noise that was oversensed, resulting in inappropriate atrial tachy response (atr) episodes. Technical services reviewed the available device data and found there were over 600 atr episodes stored between (B)(6) 2019 and (B)(6) 2019. It was noted there were 10 atr episodes on (B)(6) 2019 and the electrograms showed noise consistent with external interference. It was questioned whether the patient had a surgical procedure that day. It was recommended to bring the patient into the clinic to perform troubleshooting on the ra lead. The lead remains implanted and in service. No adverse patient effects were reported. Additional information was received. The patient was seen in the clinic for troubleshooting in february, where it was reported no noise could be created with patient movements and device manipulation. It was noted no successful atrial threshold test was performed in the clinic, and that pacing was programmed to unipolar. Now in may, the local field representative discussed the current data from the remote monitoring system with technical services. It was noted that there were some atr episodes showing noise, but the noise was not being oversensed and was not the same as the noise from (B)(6) 2019; the current noise appeared to be myopotential in nature. It was noted the ra lead was now programmed to unipolar pacing and bipolar sensing. Technical services discussed x-rays to evaluate the lead, and additional testing in unipolar and bipolar configurations, as well as measuring the amplitude of the noise to see if reprogramming the sensitivity could resolve it. The patient had a device check in may and the noise was confirmed on the ra lead. The next day the patient underwent a revision procedure where this ra lead was explanted and replaced without complication. At the pre-discharge check the new ra lead exhibited normal and stable measurements and the patient was released to home. No additional adverse patient effects were reported.